Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended and the occlusion was located in the infusion set tubing. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, bg was addressed with a manual injection and the infusion set was changed to address the issue. Customer did not respond to multiple attempts made by cts to obtain infusion set type.